Event description:
Additional information received reported that the patient had been put on a new program and the patient was "doing fine."

Event description:
It was reported that the manufacturer representative received a call 3 days ago from a health care provider (hcp) who did programming for the patient¿s managing hcp. The patient was last seen 3 or 4 days ago in the clinic and this was their second follow-up appointment since having the device implanted. The patient was not getting any stimulation sensation in the pelvic area region and was only getting stimulation at the pocket site. The patient was using 1 negative and 0 positive during the trial and was using this after implant of the implantable neurostimulator (ins) as well. The patient felt stimulation vaginally post ins placement with this electrode combination and they no longer felt stimulation vaginally. The manufacturer representative was unsure if the patient had tried other programs since implant and didn¿t know when the stimulation sensation changed. It was unknown if the patient had any falls or trauma and unknown if the patient was getting any clinical benefit from the therapy at this time. The manufacturer representative didn¿t think they imaged the lead at last week¿s appointment and the impedances were normal at that visit. The manufacturer representative was going to discuss the case today with the hcp and the patient was not being seen today. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0pc4h, implanted: (B)(4) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).